Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue x3 and sound was intermittently not coming from the device. The x3 was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.

Event description:
Philips received a complaint on the intellivue x3 sn (B)(6) indicating a "speaker malfunction" inop was displayed on the device and sound was intermittently lost. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. The customer requested the unit be repaired by the philips bench. The bench repair technician (brt) confirmed the customer's allegation. The speaker was replaced due to it intermittently making sound for about 15 minutes and then losing sound. In addition, the mainboard was replaced as the result of a damaged speaker slot on the board. After the speaker and mainboard replacements by brt, the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.